Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2017-00840. It was reported the patient is experiencing ineffective stimulation. Reprogramming was unsuccessful. As a result, the patient will undergo surgical intervention on a future date.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-00840. Follow-up revealed the patient underwent a trial procedure on (B)(6) 2017. The trial did not address the patient's issue. Further surgical intervention remains pending.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-00840. Follow-up revealed the patient will undergo a trial procedure before pursuing further surgical intervention.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-00840. Follow-up revealed the patient will undergo medical treatment with medial branch blocks and possible denervation. Also, the patient will continue using his scs system.